Event description:
It was reported that on (B)(6) 2004 the patient presented to surgery continued lumbar weakness as well as pain. The patient was diagnosed with l4-s1 instability as well as neuro compromise on the left side. The patient underwent decompressive laminectomy at l4-s1-2, pedicle screw fixation and transverse fusion with local bone as well as allograft. On (B)(6) 2009 the patient presented with complaints of back pain radiating to both legs and buttocks, left more than right. She also notes numbness in her toes especially on the left. She has undergone 3 previous back surgeries. The patient was diagnosed with lumbar stenosis and instability with radiculopathy. The patient underwent revision surgery consisting of removal of hardware l4 to s1, laminectomy at l3, foraminotomies, l2-3 and l3-4, on the left and posterior fixation from l2-l4 using stryker spine, rhbmp-2/acs, vitoss and local bone graft. Per medical records, the bmp was turned into rolls over vitoss and placed over the decorticated bone surfaces. This was supplemented by the small amount of local bon. On (B)(6) 2011 the patient presented with complaints of mid to low back pain, as well as neck pain. Patient also notes numbness in her low back which extends posteriorly to just below her buttocks and is equal on both sides. The patient was diagnosed with lumbar instability and nonunion of previous fusion. The patient underwent l2-l3, l3-l4 anterior lumbar interbody fusion.

Manufacturer narrative:
Concomitant medical products: stryker cage, vitoss, rhbmp-2/acs, local bone graft (implant (B)(6) 2009). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This event was also reported under manufacturer report # 1030489-2013-03566.